Manufacturer narrative:
D.4. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous patient results during use. No patient impact was reported.

Event description:
It has been reported that the bd kiestra inoqula has been found producing erroneous patient results during use. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula. According to the information provided, the customer reported suspected contamination in thioglycolate tubes processed on the equipment, leading them to believe the instrument might be contributing to contamination. No other issues were reported. During the investigation, the field service engineer (fse) and the applications team reviewed the customer¿s cleaning and decontamination workflow, evaluated tube handling practices, and assessed equipment performance. It was determined that selenite and thioglycolate tubes were being placed in incorrect racks, and improper cleaning products were used. A dedicated rack for thioglycolate tubes (ref: 447793) was requested, and the applications team will configure and commission it. Equipment performance was verified as normal. Following this action, no further issues were encountered. Based on the investigation at the instrument level, this case has been assessed as confirmed, but not due to an instrument related bd quality issue. The confirmation relates solely to workflow practices external to the instrument. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Bd quality will continue to closely monitor trends associated with this issue.